Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v462930, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the system was replaced in part due to several wires being broken. It was unknown when this occurred. At the time of the wires being broken, the implantable neurostimulator (ins) was still working. The ins then normally depleted and the whole system was replaced. No symptoms or troubleshooting of the issue was reported. The patient's indication for use was noted as urinary dysfunction. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.